Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hiv duo assay on a cobas e 402 analytical unit. The initial sample's hiv screening results from a different facility are: the result from an abbott automation analyzer was 12 s/co and interpreted as "reactive". The results from two unknown strip methods were "reactive". The result from nucleic acid testing (nat) assay was "not detected". The follow-up results of the patient's first follow-up sample collected on (B)(6) 2026 are: the initial result from the analyzer was 0.513 coi and interpreted as "non-reactive"/"negative". The repeat result from the analyzer after recentrifugation was "negative". The repeat result from an abbott 4th generation rapid test was "reactive". The repeat result from a bioline rapid test was "reactive". On (B)(6) 2026: the repeat result from the analyzer was 0.489 coi and interpreted as "non-reactive". The repeat result from an abbott 4th generation rapid test was "reactive". The repeat result from a bioline rapid test was "reactive". On (B)(6) 2026: the repeat result from the elecsys hiv duo from another facility's cobas analyzer was 0.543 coi (accompanied by an alarm and interpreted as non-reactive). The second follow-up sample's (collected after (B)(6) 2026) hiv polymerase chain reaction (pcr) assay result from the cobas 5800 analyzer was "negative".

Manufacturer narrative:
The cobas e 402 analytical unit serial number was (B)(6). Both calibrations performed on (B)(6) 2026 were within the expected ranges. The qc was within the specified ranges. The sample is not available for investigation. The investigation is ongoing.